Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had a shorter than expected battery life. During troubleshooting the reporter noted that there weren't any unconfirmed alarms and that the proper batteries were being used. The reporter stated that there was evidence of moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2014 with the following findings: the pump powered on with the returned battery cap. Due to internal moisture contamination, the vibration motor was not responding. There was evidence of short battery life and voltage drops observed in the pump's black box. As a result of the internal moisture contamination, the sleep current draw was not within specifications. The pump case was cracked in right corner of the display area. A leak test showed that there was a leak at the crack in pump case. Evidence of moisture contamination was found inside the pump on vibrate motor and on transceiver board. When the transceiver board was unplugged the power draws returned to normal. Unrelated to the moisture ingress, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.